Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "left capsular contracture, baker grade is IV." Device remains implanted. Left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, an opening on anterior, and crease flat. A microscopic analysis was performed which identified: a striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "left capsular contracture, baker grade is IV." Device remains implanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "left capsular contracture, baker grade is IV." Device was explanted. Left side.